Event description:
It was reported that the target lesion was in the left anterior descending artery, with a vessel diameter of 3.0 mm, a lesion length of 18 mm. The vessel was moderately tortuous, moderately calcified, eccentric, de novo with a 90% stenosis. After the lesion was crossed with a whisper ms guide wire, predilatation was performed with the 3.0 x 15 mm voyager rx; however, the balloon ruptured on the first inflation of 8 atmospheres, for 10 seconds. A 3.0 x 18 mm voyager nc was used to complete the procedure. There was no reported resistance during advancement or retraction of the dilatation catheter in the patient. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: whisper ms. Guide cath: heartrail jl3.5. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the rx voyager catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, and/or the moderately calcified lesion, such that the balloon ruptured upon the first inflation at 8 atmospheres which is below the rated burst pressure (rbp). To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for balloon ruptures for this lot. There is no indication of a lot specific product quality deficiency. Without the product to examine, a conclusive cause for the reported balloon rupture could not be determined; however, there is no indication of a product quality deficiency.